Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. The customer's blood glucose level was reported to be 97.2 mg/dl. It was reported that the customer had irritation and blood at the site. It was reported that the customer had infection and had to remove the sensor due to irritation. It was reported that their healthcare provider advised customer to use enlite over tapes.